Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint was reported as: "after installing the blocker during the procedure, a piece of plastic sheath was found wrapped around the blocker at the level of thecarina (internal ridge) - at the time of the fibroscopy." It was reported that the piece of sheath was removed with biopsy forceps and there was a delay in surgery. It was the physician's opinion a piece of the sheath was stuck to the tip of the catheter by "static force to end up in the carina (internal ridge)". The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The complaint was reported as: "after installing the blocker during the procedure, a piece of plastic sheath was found wrapped around the blocker at the level of thecarina (internal ridge) at the time of the fibroscopy." It was reported that the piece of sheath was removed with biopsy forceps and there was a delay in surgery. It was the physician's opinion a piece of the sheath was stuck to the tip of the catheter by "static force to end up in the carina (internal ridge)". The patient's condition was reported as "fine".